Event description:
Reported due to stent dislodging off of the delivery system. The physician was performing angioplasty and stenting of the lad when a perforation of the vessel occurred. The physician attempted to place a jostent graftmaster over the perforation but the stent would not advance to the area of the perforation but the stent would not advance to the area of the perforation. While trying to retract the stent back into the delivery system, the graftmaster dislodged off of the delivery system after "hanging up" on a stent that was already implanted in the vessel. The patient was taken for emergency surgery for repair of the vessel. The graftmaster was not removed from the patient. The physician states that the patient is "doing okay" but is still in the hospital.